Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
The facility representative contacted baxter to report an ipump in which the device fails to proceed at checking upstream occlusion. A possible false upstream occlusion alarm occurred. The process step is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.